Event description:
Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the explant procedure, which may have been a contributing factor for eos stored value. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. However, the pulse generator was opened due to possible contaminates on the trimmed edge of the pcba (tab removed). A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed and the device failed the following tests: r2 verification, supply current off, supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and the device passed the previously failed tests. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby modes of operation, and may have been the contributing factor for the reported allegation of premature end of life (eol).

Event description:
The patient underwent prophylactic generator replacement. The explanted generator was received. Analysis is underway but has not been completed to date.

Event description:
The patient's generator battery indicator showed 25% battery remaining despite the battery life calculation showing roughly 2.8 years remaining until end of service. Programming data was reviewed and it was confirmed that the device appears to be depleting prematurely. No known surgical interventions have occurred to date to replace the generator. A review of device history records for the generator shows that no unresolved non-conformances were found.